Event description:
New information received states that the lead was explanted and replaced.

Event description:
It was reported that during device changeout, high impedance and noise were detected. Capture and sensing were stable. Externalized conductors were noted on the chest scan. The patient is to be rescheduled for device and lead change.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 7.3-9.8cm and 12.7-15.2cm from the distal tip electrode. External insulation abrasion was found at 13.7- 14.5cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at all abrasion locations.